Event description:
It was reported that during a da vinci-assisted surgical ventral hernia etep procedure, the customer informed the technical support engineer (tse) the surgeon was grasping tissue with the fenestrated bipolar instrument and dissecting toward the fenestrated instrument using the monopolar curved scissors (mcs). The customer confirmed the mcs made contact with the fenestrated bipolar instrument and sparked. The customer informed there was a black spot on the fenestrated bipolar instrument jaws. The patient was not injured. The tse asked the customer to return the damaged fenestrated bipolar instruments. The surgeon completed the procedure robotically. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer informed the instrument was inspected prior to use with no damage noted. Damage was noted after arcing. A small burn was visible on the left lateral side where the jaws meet the plastic. The cannula was inspected and the pin gauge was used to inspect the cannula. Arcing was observed. The arcing appeared to originate from the mcs to the fenestrated bipolar. The arc grounded from the fenestrated bipolar. Grasping tissue with the fenestrated bipolar dissecting with the mcs was the surgical task being performed when the arcing event occurred. Monopolar energy was activated when the arcing event occurred. The instrument was connected properly. The settings used on the generator were cut: __3___, coag: __3____. It is unknown how long the instrument was in use prior to the arcing event. The tip of the mcs touched the fenestrated bipolar. When arcing occurred, the instrument was in contact with tissue. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The fenestrated bipolar and mcs are available for return, but not the tip. There are no video recordings or images. The grounding pad was on the patient thigh. The grounding pad did not appear to have any issues/defects. It is unknown where arc came from on the mcs. The mcs tip cover accessory did appear to be properly installed. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.